Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. Although the 26mm sapien valve was deployed in the correct position, post valve deployment moderate paravalvular leak was noted and it appeared the valve was too small for the patient¿s annulus. Per report, the valve was sized based on m2 reports and the facility¿s own annular measurements. This patient required a 29mm valve instead of a 26mm valve. Therefore, the 26mm valve was explanted and replaced with a surgical valve. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventive actions are required. Please reference related manufacturer report no. 2015691-2014-00984.

Event description:
During a transfemoral tavr procedure the 26mm sapien valve was deployed in a too ventricular position [70:30] causing central aortic insufficiency. While a second valve was being deployed, the first valve moved into the lvot. The case was converted to surgical aortic valve replacement; both sapien valves were explanted. Per report, the 26mm valve was prepped on retroflex 3 delivery system per normal protocol. The valve was positioned across the annulus slightly aortic 60: 40. Rapid pacing was initiated, the valve was pushed towards the ventricle and was deployed. Upon doing post aortic root angiogram, it was noted that valve was low and there was significant aortic insufficiency; the patient¿s blood pressure remained stable. A second 26mm valve was prepped for deployment. As the second valve was crossing the first sapien valve, it pushed up against the first sapien valve and caused it to move into the lvot. The second valve was deployed in good position; however, there was moderate paravalvular leak noted on the left cusp. It was decided to do a sternotomy to take both sapien valves out and replace with a 25mm mosaic surgical valve. The patient left the operating room in stable condition. Perceived cause of events: the first valve was placed too low and the second valve placed in proper position but appeared to be too small. The native valve/leaflet calcification was severe; coaxial alignment of the delivery system and the valve was good; the image intensifier angle was adequate; there was no loss of pacing capture during valve deployment and ventilation was held. The sinotubular junction (stj) diameter was 33.1mm and sinus of valsalva (sov) diameter was 37mm. The patient¿s ejection fraction was 30%. The native annulus diameter was 22mm on tee and 21.5x29.5mm (valve area 489mm2) on CT. This is one of two reports being submitted for this case. This report is for the second valve.